Manufacturer narrative:
The returned device ran 57 pulses, but failed to deploy the needle due to a drive stall. The device was reset, and during the reset run, the device alarmed with reference to an 0x5c. The pcb was removed and the hook talon was noted to be damaged. One of the talons was bent caused a poor physical connection with the ratchet gear teeth.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 153 mg/dl.